Event description:
Correction to b5 of the initial report. The user provided third-party culture results were as follows: sampling date: (B)(6) 2024. Sampling from: unknown. Cfu: 1-10cfu/ml. Bacterial identification: micrococcus luteus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, additional information based on an olympus endoscopy support specialist (ess) visit to the user facility, results of third-party testing, the device evaluation, and the lms final investigation. An olympus ess visited the user facility where multiple reprocessing deficiencies were noted. A follow up in-service was scheduled and a wall reprocessing chart as well as a chart for using the flushing end cleaning adapter was hung above the reprocessing area for reference. The lm reviewed the customer provided cds processes and concluded there was not enough information to judge deviation from the instructions for use (IFU). Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: air/water channel. Cfu: unknown. Bacterial identification: pseudomonas stutzeri. Sampling from: biopsy channel/ suction channel. Cfu: unknown. Bacterial identification: pseudomonas stutzeri, staphylococcus hominis, staphylococcus epidermidis. The device was evaluated and no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the duodenovideoscope tested positive twice for an unexpected contamination of skin cells. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.